Event description:
It was reported that the device has a bad image quality. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received. ***update aha from 16-apr-2024 the problem was noticed during the surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was not confirmed. The manufacturer evaluation did not reveal any problems with this device.